Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock for supra ventricular tachycardia (svt). Three months later, a second event occurred where the patient was inappropriately shocked and therapy was exhausted. Device therapy was programmed off. No adverse patient effects were reported.

Event description:
Additional information was received stating some of the inappropriate therapy was delivered during atrial fibrillation (af).

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with difficulty expressing herself verbally, leg weakness, and delivery of a shock. Device interrogation revealed the shock was inappropriate due to supra ventricular tachycardia (svt). Additionally, atrial fibrillation (af) was noted. A neurological workup was negative for a stroke and it was suspected that the patient experienced a transient ischemic attack (tia). The patient was admitted to the hospital for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.